Event description:
Reporter stated there is a line across the display of the blood glucose monitor. No adverse event was reported. The alleged product was requested for evaluation. However, reported indicated no product will be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.